Manufacturer narrative:
The investigation determined that lower than expected quality control (qc) results were obtained from a non-vitros biorad control fluid tested using vitros immunodiagnostic products total b-hcg ii reagent (bhcg) in combination with a vitros 5600 integrated system. The assignable cause was most likely an instrument related issue. The customer noted the lower than expected results were obtained following service to the microwell module performed on (B)(6) 2019. A field engineer (fe) went on site on (B)(6) 2019 and cleaned and adjusted the signal reagent probes. After service was completed, the customer conducted a vitros bhcg precision test which yielded acceptable results. Additionally, qc results following these service actions show that acceptable vitros bhcg accuracy and precision have been maintained on the vitros 5600 integrated system. Based on historical quality control results a vitros bhcg lot 2240 performance issue is not a likely contributor to the event. Furthermore, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros bhcg reagent lot 2240.

Event description:
A customer reported lower than expected quality control (qc) results from a non-vitros biorad control fluid tested using vitros immunodiagnostic products total b-hcg ii reagent (bhcg) on a vitros 5600 integrated system. Biorad lot 40970 l1 vitros bhcg results of 1.833, 2.725, 4.086 miu/ml versus the expected result of 7.20 miu/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The results stemmed from processing qc fluids. However, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There were no allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).